Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
Physician had a the ""spiral tip"" of a spiral turnpike separate off the end of the catheter while in a coronary artery. To aid in removal, physician stated that initially he placed a coronary balloon into the separated tip and inflated it. Then tried to drag it back and out, without success. Physician advanced a guideliner catheter and proceeded to stent the artery out to the separated tip. Then placed another balloon through the entire tip to the far distal side, inflated the balloon and tried to bring the tip back into the guideliner, but this did not work either. After this, elected to just push the tip out to the end of the artery as far as he could and leave it there. He said this worked out fine since the patient had considerable collateral flow in this area of the heart.

Manufacturer narrative:
A manufacturing record review was completed and no related nonconformances were found. One unit of turnpike spiral was returned to vsi/teleflex for investigation. A returned product evaluation was completed. The tip of the turnpike spiral was damaged, torqued and fatigued, such that a portion of the distal tip was missing. Approximately 6 mm of tip material was missing. The distal liner of the tip was exposed. The braid and coil appeared to be in the right position signifying correct alignment. The damages noted on the turnpike spiral is likely to have occurred during use in the procedure. Per IFU: it states the following warnings and precautions: never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury. Do not rotate the catheter more than two (2) consecutive 360° rotations in either direction if the distal tip is not also rotating and advancing, as it may result in separation of the catheter, damage to the catheter, or vessel injury. Exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage, bending, or kinking the account was inquired on details regarding the procedure. A response was received. It was noted that the physician did not know how many times he spun the catheter however, he kept spinning it the entire time and did not feel any increase feedback indicating it was caught. The calcification of the vessel was severe. It is likely that the tip material got caught on the calcification and delaminated due to continuous torqueing. Two video clips were sent by the account that pertains to the angiogram of the turnpike spiral being used in the procedure. The turnpike spiral is likely in the posterior descending artery or posterolateral artery branch though it is difficult to confirm as the view at which the fluoroscopy was taken is unknown. Per IFU, the turnpike spiral is contraindicated for use in vessels with an effective diameter less than 1mm. The vessel size cannot be determined from the video though it is unlikely that the vessel size was less than 1 mm. The tip was attempted to be removed however, it was unsuccessful despite two attempts. The tip material was then pushed distally into far end of the artery. The physician confirmed that this was fine as the patient had a good collateral flow. Based on the information and returned evaluation, the most likely root cause of the issue is operational context and/or unintended use error.